Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the alarm received was a failed self-test and occurred 9 times. Customer stated alarm did not occur during the rewind/prime sequence. Customer stated a temp basal was programmed before the alarm occurred. The customer was advised that a temp basal delivery may have stopped. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed due to bad connector on remote frequency board, no oscillation connector on radio frequency board. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No unexpected beeping anomaly noted.